Event description:
The customer reported that the system failed to power up. This will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterpretable power supply) or related batteries were identified as the cause of the issue. The customer was advised to not bypass the ups feature. No conclusion can be drawn as further service or case info is unavailable at this time.